Manufacturer narrative:
Manufacturer's report date on: (B)(4) 2013. Internal file no: (B)(4). Conclusion code field blank - no available code for undetermined or unknown cause. The set was primed to gravity and pressure tested; no leakage was identified. However, during pressure testing, bulging of the pump segment was confirmed. The set was loaded into an in-house pump module and an infusion was started at 41.8 ml/hr. The infusion ran for one hour without any alarms or errors. The root cause of the bulge was not identified; however, the observed failure is consistent with an IV push being administered into an injection port without the tubing being effectively clamped off above the injection port. Pressure in the tubing will build up causing the pump segment to expand.

Event description:
The customer reported ballooning of the pump segment. Cytarabine was infusing at 41.8 ml/hr x 14 hours and the set had been in use for 2 days. The pt had a PICC line, an ICU medical spinning spiros at the end of the primary and an ICU medical non-dehp bag spike adapter at the top of the tubing. The pump module alarmed for patient-side occlusion. The customer stated: "pump rang occlusion pt. Side. Rn disconnected the primary line and flushed the PICC. The PICC had a positive blood return and flushed with ease. The rn opened the chamber and found a firm bubble at the top of the line." No pt harm or medical intervention occurred. No further pt/event info was reported.